Manufacturer narrative:
Product complaint number: (B)(4). (B)(4). Device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the needle retrieved during the same procedure? What was done to retrieve the broken piece? For example, switched to an open procedure, second surgery? Was additional dissection required in other organs/tissues other than the target tissue? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy on (B)(6) 2021 and suture was used. Upon closing of the umbilicus lap incision, the needle on the suture broke into 2 pieces. A part of the needle, which included the tip was stuck in the patient and the other part which was still attached to the suture thread was removed. Various steps were required to locate and remove the needle including x-ray. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 02/18/2022 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 photo analysis: after visual analysis of the images received for evaluation. An open folder with a broken needle was observed in two sections of product code j335h. As part of our quality process, the manufacturing records for this lot serial number were reviewed and manufacturing standards were met prior to the release of this lot. No conclusion could be reached as to the cause of the reported complaint as the sample was not returned for analysis. As part of quality process, all devices are manufactured, inspected and released to approved specifications.